Event description:
The patient contacted animas on (B)(6) 2012 and stated the keypad buttons required multiple presses to elicit a response. The patient stated the keypad peeled around the same time as the tactile changes. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was returned with the keypad completely peeled off. During testing, the contrast and down arrow keypad buttons were unresponsive and the up arrow button was intermittently unresponsive; the ok keypad button responded appropriately. The audio bolus button was partially attached and responded intermittently. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.